Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) stated he had received several shocks over the past several days and expressed concern that the device may not be functioning correctly. The patient was referred to the physician for further evaluation. No additional adverse patient effects were reported. This ICD remains in service.